Event description:
It was reported by the rep that the (1) tlc55 and the (1) tlc75 were used for a colon resection. One week post-op, a re-operation was needed due to the pt developing complications. The pt developed sepsis and experienced abdominal pain. The infection was due to a leak in the small bowel due to stapler crotch of tlc55 and tlc75. The tissue in the crotch of the stapler was out where no staples could reach it and form, therefore leaving an opening in the small bowel. The pt had a myocardial infarction post-op to the re-operation.